Event description:
It was reported by the patient that they were in the hospital and they reported that their hear would just start racing up to 130 bpm and sometimes higher. Patient also reported that they are growing a new av node with stem cells and wondered if that might be part of the problem. Follow up was performed but no information was received from a clinician as to the cause of what the patient reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were noted. Performance data was collected from the device and no anomalies were noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description continued: (B)(6) 2012: it was further reported that the patient was in the hospital for back surgery and then again due to high fever. The patient states that something is wrong with the algorithm, the device suddenly drops out of the sleep rate and the alarm is triggered. The only way to stop this from happening is to place a magnet over the device. The patient feels that because of this, the battery life is prematurely depleting. The patient stated that, "the pacemaker just runs off and the pacemaker accelerates". The patient was scheduled for an ablation due to atrial tachycardia, and they were unable to reproduce the symptoms. After the procedure, the patient was scheduled for a follow up visit and the device was reprogrammed. It was further reported by the patient that during the last af, they had a transient ischemic attack (tia) due to a blood clot. The device remains in use. No further patient complications have been reported. It was further reported that since the device's sleep function was turned off, the patient has been passing out.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were noted. (B)(4).

Event description:
It was reported by the patient that they were in the hospital and they reported that their heart would just start racing up to 130 bpm and sometimes higher. Patient also reported that they are growing a new av node with stem cells and wondered if that might be part of the problem. Follow up was performed but no information was received from the clinician as to the cause of what the patient reported. It was also reported that the patient stated "my device is tracking my atrial fibrillation so they turned off my rate response". The patient said this is a problem for him when he is in atrial fibrillation because he "overheats". The patient will continue to work on programming solutions with his doctor. It was further reported that patient was in the hospital due to back problems and during the night, their heart increased to 145bpm. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they were in the hospital and they reported that their heart would just start racing up to 130 bpm and sometimes higher. Patient also reported that they are growing a new av node with stem cells and wondered if that might be part of the problem. Follow up was performed but no information was received from the clinician as to the cause of what the patient reported. It was also reported that the patient stated "my device is tracking my atrial fibrillation (af) so they turned off my rate response". The patient said this is a problem for him when he is in atrial fibrillation because he "overheats". The patient will continue to work on programming solutions with his doctor. It was further reported that patient was in the hospital due to back problems and during the night, their heart increased to 145bpm.

Event description:
It was further reported that the patient was admitted to the emergency department due to his resting heart rate rapidly accelerating from 60-130 bpm. After atrial sensing test the patient immediately started apbivp at his upper rate even though he was lying still. Atrial heart rate episodes were reviewed and the markers were consistent with upper rate pacing at 130bpm. Then again the patient went from his lower rate of 60 bpm and quickly accelerated to 120+bpm. The device was then programmed to ddd and has been pacing at 60bpm since. It was further reported by the patient that while hunting, he passed out in the woods. The patient stated that the device was "taking off". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they were in the hospital and they reported that their heart would just start racing up to 130 bpm and sometimes higher. Patient also reported that they are growing a new av node with stem cells and wondered if that might be part of the problem. Follow up was performed but no information was received from the clinician as to the cause of what the patient reported. No further patient complications have been reported as a result of this event. (B)(6) 2011: it was also reported that the patient stated "my device is tracking my atrial fibrillation so they turned off my rate response". The patient said this is a problem for him when he is in atrial fibrillation because he "overheats". The patient will continue to work on programming solutions with his doctor. (B)(6) 2012: it was further reported that patient was in the hospital due to back problems and during the night, their heart increased to 145bpm. (B)(6) 2012: it was further reported that the patient was in the hospital for back surgery and then again due to high fever. The patient states that something is wrong with the algorithm, the device suddenly drops out of the sleep rate and the alarm is triggered. The only way to stop this from happening is to place a magnet over the device. The patient feels that because of this, the battery life is prematurely depleting. The patient stated that, "the pacemaker just runs off and the pacemaker accelerates". The patient was scheduled for an ablation due to atrial tachycardia, and they were unable to reproduce the symptoms. After the procedure, the patient was scheduled for a follow up visit and the device was reprogrammed. The device remains in use. (B)(6) 2012: it was further reported by the patient that during the last at, they had a transient ischemic attack (tia) due to a blood clot. (B)(6) 2012 it was further reported that the patient was admitted to the emergency department due to his resting heart rate rapidly accelerating from 60-130 bpm. After atrial sensing test the patient immediately started apbivp at his upper rate even though he was lying still. Atrial heart rate episodes were reviewed and the markers were consistent with upper rate pacing at 130bpm. Then again the patient went from his lower rate of 60 bpm and quickly accelerated to 120+bpm. The device was then programmed to ddd and has been pacing at 60bpm since. It was further reported by the patient that while hunting, he passed out in the woods. The patient stated that the device was "taking off". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they were in the hospital and they reported that their heart would just start racing up to 130bpm and sometimes higher. Patient also reported that they are growing a new av node with stem cells and wondered if that might be part of the problem. Follow up was performed but no information was received from the clinician as to the cause of what the patient reported. No further patient complications have been reported as a result of this event. (B)(6) 2011: it was also reported that the patient stated "my device is tracking my atrial fibrillation so they turned off my rate response". The patient said this is a problem for him when he is in atrial fibrillation because he "overheats". The patient will continue to work on programming solutions with his doctor. (B)(6) 2012: it was further reported that patient was in the hospital due to back problems and during the night, their heart increased to 145bpm. (B)(6) 2012: it was further reported that the patient was in the hospital for back surgery and then again due to high fever. The patient states that something is wrong with the algorithm, the device suddenly drops out of the sleep rate and the alarm is triggered. The only way to stop this from happening is to place a magnet over the device. The patient feels that because of this, the battery life is prematurely depleting. The patient stated that, "the pacemaker just runs off and the pacemaker accelerates". The patient was scheduled for an ablation due to atrial tachycardia, and they were unable to reproduce the symptoms. After the procedure, the patient was scheduled for a follow up visit and the device was reprogrammed. The device remains in use. (B)(6) 2012: it was further reported by the patient that during the last at, they had a transient ischemic attack (tia) due to a blood clot. (B)(6) 2012 it was further reported that the patient was admitted to the emergency department due to his resting heart rate rapidly accelerating from 60-130 bpm. After atrial sensing test the patient immediately started apbivp at his upper rate even though he was lying still. Atrial heart rate episodes were reviewed and the markers were consistent with upper rate pacing at 130bpm. Then again the patient went from his lower rate of 60 bpm and quickly accelerated to 120+bpm. The device was then programmed to ddd and has been pacing at 60bpm since. It was further reported by the patient that while hunting, he passed out in the woods. The patient stated that the device was "taking off". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they were in the hospital and their heart would just start racing up to 130 bpm and sometimes higher. Patient also reported that they are growing a new av node with stem cells and wondered if that might be part of the problem. It was also reported that the patient stated "my device is tracking my atrial fibrillation so they turned off my rate response". The patient said this is a problem for him when he is in atrial fibrillation because he "overheats". The patient will continue to work on programming solutions with his doctor. Follow up was performed but no information was received from the clinician as to the cause of what the patient reported. No further patient complications have been reported as a result of this event.